Event description:
It was reported a perforation occurred. On (B)(6) 1996, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed the superior tip of the gvcf is approximately 4.1 cm inferior to the inferior level of the renal venous entry into the inferior vena cava (ivc). The filter was noted to be tilted approximately 16 degrees. Several struts appear to be perforated beyond the ivc wall. One struts is perforated 4mm beyond the ivc wall, a second strut is approximately 1mm from the wall, a third struts internal component is abutting the ivc wall, and the fourth strut is seen just regional to the ivc bifurcation approaching the left common iliac vein origin. Filter remains in patient and may require future surgical removal.

Event description:
It was reported a perforation occurred. On (B)(6) 1996, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed the superior tip of the gvcf is approximately 4.1 cm inferior to the inferior level of the renal venous entry into the inferior vena cava (ivc). The filter was noted to be tilted approximately 16 degrees. Several struts appear to be perforated beyond the ivc wall. One struts is perforated 4mm beyond the ivc wall, a second strut is approximately 1mm from the wall, a third struts internal component is abutting the ivc wall, and the fourth strut is seen just regional to the ivc bifurcation approaching the left common iliac vein origin. Filter remains in patient and may require future surgical removal.